Event description:
It was reported that the patient wears a life vest in the case his heart rate drops and the vest will shock his heart to bring back to normal rhythm. Since the patient was shocked, the patient is complaining of painful stimulation. Patient was seen in hospital and all the impedance was good. It was reported that the stimulation made the patients heart rate drop to zero at least twice. The patient¿s device was turned of without plans to turn it back on. The physician's are concerned that the patients weak heart is now to the point where the vns is having a greater effect on the patients heart rate. He states that when he got there the patients heart rate was around 90bpm, and was consistently around 90 since they turned the vns off by taping the magnet overtop of the generator. When the device stimulated, the patients heart rate went down to 27bpm, maybe lower. He stated that they said ¿the patient went into heart block¿. After the magnet mode was set to zero, the heart rate went back to normal very quickly. Nothing appeared to be wrong with the vns. All diagnostics were good. They felt the heart is too weak for the vns. They also felt that the vns was what caused the life vest to shock the patient. He states the doctors are concerned with keeping the patient¿s seizures controlled now. He says the patient states that vns was a life changer for him and didn¿t want to turn it off, but with his heart condition, they believe turning off is what has to happen. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.